Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion and fracture of the sensing conductors were noted at the lead tip ring consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. Upon interrogation, high capture threshold, decreased sensing, and high, out of range pacing lead impedance were noted. Diagnostic imaging revealed a suspected perforation. Lead was explanted and replaced. Patient condition was good after the event.